Event description:
It was reported that a patient (pt) developed peritonitis. On an unknown date, the pt had a break in aseptic technique during peritoneal dialysis (pd) therapy. The patient was not hospitalized. The treatment was not reported. At the time of this report, the pt was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, which was reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be filed.